Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient some days they are getting 50% reduction in symptoms, but reported some days they are not. Pt provided event date as "whenever" and reported they were told they are a "hot cookie" because they are on every medicine and just got botox, but pt stated the therapy is better than nothing.  Agent did not ask about the circumstances that led to the reported issue. Documented information pt provided and focused on pt's reason for call (questions regarding programmer). Pt inquired about how often they need to check programmer batteries. Reviewed function of programmer and therapy overview. Pt asked general question if they should feel stimulation when they put programmer on their ins. Reviewed general overview of therapy and programmer. Reviewed therapy and stimulation expectations. No further complications were reported/anticipated at this time.